Event description:
Alaris pump being used to infuse medication. Programmed to run the medication in 4 hours infused in 30 minutes. Additionally, as reported on previously submitted reports, we have greater than 20 other modules in which this same hinge has been discovered to be broken or to have a hairline crack. Most of these have not been involved with patient incidents.